Event description:
It was reported that the patient had developed back pain 3 days following their cardiomems implantation on (B)(6) 2024. The patient had an x-ray on (B)(6) 2025, and the physician noted no acute injury with degenerative disc changes observed. The patient is scheduled for a magnetic resonance imaging (MRI) in the coming weeks for further evaluation. The provider has instructed the patient to suspend their cardiomems readings until further notice. The patient believed the weight of the pillow, along with the ridge at the bottom of the pillow was associated with their current back issues. Abbott rep stated that the provider will use weights, signs and symptoms to treat the patient until it is determined that the patient can safely continue use of the cardiomems patient electronics system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.